Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) with moderate calcification and moderate tortuosity. After pre-dilatation with a 3x10mm balloon, the 3.25x12mm xience xpedition stent delivery system (sds) was advance to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, a 2.75x38mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience expedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.